Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the podj became stuck at the distal end of a non-penumbra microcatheter. The physician was able to remove the podj from the microcatheter. The procedure was then completed using new coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 01/18/2019.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximately 4.5 cm, 6.0 cm, 14.0 cm, 72.0 cm, 73.5 cm, 75.5 cm, 90.0 cm and 120.0 cm from the proximal end. The distal end of the pusher assembly was outside of the distal end of the introducer sheath. The proximal constraint sphere was inside the distal detachment tip (ddt) and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned podj revealed the embolization coil had detached due to an sr wire fracture. It was reported that the podj became stuck within the non-penumbra microcatheter. If the device is forcefully retracted against resistance, the sr wire may fracture causing the coil to detach. Further evaluation revealed kinks along the pusher assembly. Based on the return condition and reported complaint, some of these kinks may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. The sr wire fracture and pusher kinks were not identified in the complaint; therefore, this damage was likely incidental to the reported issue. The embolization coil and non-penumbra catheter were not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod packing coil (podj). During the procedure, the podj became stuck within the non-penumbra microcatheter. The physician was able to remove the podj from the microcatheter. There was no report of an adverse effect to the patient. No further details were provided.